Event description:
Pt implanted in the upper and lower vermilion borders. Onset of infection and wound drainage in perioral 02/1999. Pt treated with cipro, zithromax and cipro a second time, dates unk.